Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had fluctuating low blood glucose. Customer's blood glucose level was 32 mg/dl at the time of incident. It also stated that customer checked their blood glucose level four times and at that time customer's blood glucose level was 73mg/dl, 50, mg/dl 42 mg/dl, 64 m/dl. Customer treated their low blood glucose with juice. Customer declined troubleshooting for low blood glucose. Device will not returned for analysis.